Event description:
Report stated- "staplers not firing, not releasing staples". "Re-closure performed by suture". Reference: (B)(4).

Manufacturer narrative:
Investigation: x initiated manufacturer's investigation: x no sample returned. X review DHR. Reference: (B)(4). Analysis and findings: distribution history: the complaint: (B)(4) was manufactured by epc and completed 2/14/2019 to 2/25/2019 and shipped on (B)(6) 2019 under work order: (B)(4) by epc for incisive prior to product acquisition by csi, inc. Manufacturing record review: DHR-19071 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: csi iqc review was not performed as the affected lot was manufactured prior to csi acquisition of the insorb staple line. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed as the affected sample was not returned. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Correction and / or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. It should be noted that the staple lot is dimensionally and functionally sample tested for strength during staple production and iqc verification of finished product. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference: e-complaint (B)(4).

Event description:
Report stated- "staplers not firing, not releasing staples". "Re-closure performed by suture." Reference :e-complaint (B)(4).